Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism.

Event description:
It was reported that during implant of the right ventricular lead there was high impedance observed at all 8 to 10 attempted positions. The lead was removed and replaced by another lead of the same model. No patient complications have been reported as a result of this event.